Event description:
It was reported after the ar-3638 anchor was set in the bone, the surgeon went to shuttle the repair suture back through the anchor the suture broke. This happened with a quantity two anchors. The rep reported the anchors were intact and the remaining suture was retrieved. The case was completed by using another anchor.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when shuttling the suture through the anchor.